Event description:
It was reported to philips that the system would not start up. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the procedure details are unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was switched off. Review of the log files confirmed that the x-ray pc had malfunctioned. Upon troubleshooting, the fse identified that the x-ray pc's ssd (solid state drive) bay had malfunctioned on port number 1. The fse checked the system through pc analysis tool and it showed conclusive evidence to replace the suite pc. The failure analysis of the suite pc confirmed the cause of the issue with the hdd (hard disk drive) as all the slots were defective. However, even after the replacement of suite pc, the issue persisted. The fse confirmed the issue in the x-ray pc's ssd bay after checking the logs. The fse resolved the issue by plugging the ssd straight to the motherboard of the pc. Also, the fse recommended the customer to replace the x-ray pc but the customer refused to do it. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.